Event description:
It was reported the single use 2-lumen sphincterotome insulated portion of the cutting wire became energized. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.